Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/71 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: micra leadless pacemaker revisions: incidence, characteristics, and outcomes from a multicentre french cohort. E uropace. 2025. 27, euaf291. Doi: 10.1093/europace/euaf291. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) revisions. The authors described patients who underwent leadless ipg revisions due to heart failure, pacemaker syndrome, high thresholds, premature battery depletion, ventricular arrhythmias, accidental artery kinking due to fixation tine, and syncope. Revisions included device removal in some patients. During the removal procedure, one patient experienced an increase in preexisting pericardial effusion without clinical consequences and surgical drainage was performed one month later. In the follow-up period after revisions, patients were reimplanted with new devices and leads. Complications in these patients included one patient with an extraction due to infection, two patients required repositioning of leads, one leadless device reactivation due to an increase in threshold of a newly implanted lead, and one patient required intervention due to a hematoma. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.